Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) pump removed and the tubing plugged. It was added that the patient experienced swelling an inflammation. This patient also had his artificial urinary sphincter pump also removed and the tubing plugged. This complaint is reflected in (B)(4).